Manufacturer narrative:
One suspect pump was returned for evaluation. Visual and functional tests were performed on the returned device. Upon functional evaluation, the device showed red screen with an error code during pump power up test. The probable cause of the issue is unknown. Replaced pwa board. D4: only di provided as the provided serial number does not matches with the list number.

Event description:
It was found during investigation, that the pump displayed an error code with red screen. There was no patient involvement, and no patient harm.